Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that there had been a confirmed motor stall in event logs with no motor stall recovery recorded. It was reported that the manufacture representative received a phone call from healthcare provider (hcp) stating the patient had an MRI and was seen on day of report. The logs showed a motor stall and tube set log. It was unknown when the MRI was done or if the patient was seen shortly after the MRI to have pump status check done. It was unsure if the pump was alarming or if the patient was symptomatic. It was unknown what the pump system was delivering. Additional information received reported that the patient was not having any symptoms. It was unknown what the pump system was delivering but it was not baclofen. It was noted that there was no stall. It was stated ¿was in telemetry error mode/ after they read pump, the error message went away.¿ it was noted that manufacture representative did not have the logs, the patient was sent home from the clinic. It was noted the patient was ¿fine.¿ when asked, are they receiving effective therapy, it was reported ¿fine- no loss in therapy.¿